Manufacturer narrative:
The customer made an allegation of a unappropriated c-section and fetal death. Philips has not verified that there was a fetal death or what was the condition of the fetus when monitoring began. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer made an allegation of a unappropriated c-section and fetal death.